Event description:
At the 6-month postoperative visit, it was observed that the expandable interbody spacer had collapsed. The patient is asymptomatic. There are no plans for revision surgery.

Manufacturer narrative:
The implant has not returned for evaluation as it remains in situ. Radiograph images were not provided; therefore, the complaint cannot be confirmed. A review of the device history records could not be performed as the identifying part and lot number were not provided. Alphatec spine is submitting this report to comply with the FDA regulations 21 cfr 803. Alphatec spine has made reasonable efforts to provide as much relevant information as available. Any field that is left blank was not known at the time of this submission. If additional information is provided, a supplemental report will be submitted.